Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "lo" (below 20 mg/dl) and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot and serial number was not provided for meter and sensor both. A tripped trend review was conducted for libre sensor and, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for libre reader and, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. Note: the reader is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this reader does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. The device manufacturer date for the reported reader is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "lo" (below 20 mg/dl) and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.